Event description:
Boston scientific received info that this pacemaker, right ventricular (rv) lead and right atrial (ra) lead were recently implanted. However, it was reported that upon a pre-discharge check the r-wave measurements had decreased, but the impedances had no changes. No specific values provided. A chest x-ray revealed the device had migrated in the pocket and the rv lead had dislodged. The ra lead had also dislodged somewhat, but not to the degree of the rv lead. The ra lead still had good lead diagnostics. As a result the rv lead was repositioned and the ra lead was pushed in more, it was still fixed to the atrium, but now more slack was added. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.